Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had high thresholds and loss of capture due to possible micro-dislodgement. The lv lead was reprogrammed. The lv lead remains in service. No adverse patient effects were reported.